Manufacturer narrative:
Initial and final MDR (B)(4) MDR device 4 of 7.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced pool of insulin in her site on (B)(6) 2026. The issue occured with 7 infusion sets. The infusion set was in use for less than a day. The patient blood glucose was high at the time of the event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.